Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the tissue was thick and the device stopped firing in the middle of the second firing. A new device was used to complete the case. There was no patient injury.